Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) system had a stored atrial tachy response (atr) episode in which there was noise that was being oversensed on the right atrial (ra) channel. However, there was no inappropriate therapy as a result. At this time, the device and this right atrial (ra) lead remains in service. No adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).